Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3550-39, lot# n323722, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported the patient had no concerns with their device or therapy.

Event description:
It was reported the patent programmer was not able to communicate with the implantable neurostimulator (ins) or adjust stimulation. A "poor communication" message was displayed. The patient had pain in their back the night prior and had charged the device until the battery was completely full. The communication issues started the day of report. Use of antenna locate resulted in a power-on-reset (por) message being displayed on the charger, which then led a normal recharging screen. The ins was reported as off. The patient tried to turn therapy on while recharging but saw a por screen. The patient was to continue recharging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).